Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the rse evaluated the device remotely and determined that the capacitor was not working. Philips sent the dfm100 assy capacitance to the customer site to resolve the issue.